Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-06575. It was reported the pt experienced heating while charging her ipg. An sjm rep contacted the pt and she stated that she had not followed her normal charging schedule and had to charge for a longer period of time when she experienced the heating. The pt will try charging her ipg for shorter intervals. The rep advised the pt to call sjm if the heating persists. On 08/01/2012, st. Jude medical, neuromodulation division, sent field action letters to pt related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported hearing while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg model was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.